Event description:
It was reported by the customer that their insulin pump had been damaged when they passed out from low blood glucose levels. Customer stated the reservoir compartment is cracked with a sharp edge. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 29 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.